Event description:
During follow-up, myopotential oversensing was observed. Abbott technical support was contacted and reprogramming was suggested to resolve the event. No intervention has been performed. The patient was in stable condition.